Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted damage to the white clamp supply line tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the damaged white clamp tubing. The reported condition was verified. The cause of the condition was due to the flow wrap pouching equipment attempting to seal during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.